Event description:
Follow up reported the patient received assistance from their doctor or medtronic representative and their concerns were resolved. No further information was reported.

Event description:
It was reported that the patient was unable to adjust stimulation. The patient started to shake yesterday evening. When he checked his implant and the display was showing the por (power on reset) message and 'call your doctor' icon. The patient called the manufacturer, who was able to help the patient clear the message. The patient's stimulation was on again and he was feeling better. The patient was directed to monitor the system and contact his physician. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot# v504080, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot# v550608, implanted: (B)(6) 2010, product type lead. (B)(4).